Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had failed circulation pump and was in need of 2000-hour service as well. They requested quote for 2000-hour service. System hours: 4640.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Per s03fa211 rev. 21, a DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had failed circulation pump and was in need of 2000-hour service as well. They requested quote for 2000-hour service. System hours: 4640.

Manufacturer narrative:
This smdr is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had failed circulation pump and was in need of 2000-hour service as well. They requested quote for 2000-hour service. System hours: 4640. Per follow up information received via phone on 05nov2024, it was reported that they noted replacing circulation pump onsite. They denied any further repairs or part replacements. Device has returned to service. No patient involved at the time of the malfunction.